Event description:
It was reported that during implant of the cardiac resynchronization therapy-pacing (crt-p) system the physician was unable to cannulate the posterior branch of the coronary sinus (cs) with the guidewire, so a different therapy delivery device was utilized, however during tracking of the catheter over the guidewire, the soft tip of the catheter broke off into the mid cs. A snare was used to remove the broken tip. The crtp implant was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the guidewire was not returned for analysis. Tip separated from catheter 2cm from the end. Blood was visible on tip. Tip appears flattened with radial cracking visible starting from the inside and protruding outward. The lead appeared to have been damaged at implant.